Event description:
During a ptca procedure, the taxus express2 paclitaxel-eluting coronary stent system could not cross the lesion. The lesion being treated was in the circumflex (cx) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'satisfactory and good'.

Manufacturer narrative:
Visual examination of the returned device found that some struts of the mid-section of the stent were damaged and stretched out of shape. No other issues were noted with the returned device. It could not be determined if the stent damage was present prior to the crossing attempts or if it occurred during withdrawal. The recommended size guidewire was inserted through the wire lumen with no restrictions noted. A review of the mfg record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident is unk.